Event description:
It was reported that the patient was admitted to the hospital after feeling a sharp chest discomfort while taking deep breath and lying flat on back. A perforation of the rv lead was confirmed via x-ray. The lead had migrated through the rv and was situated within the pericardial space. The lead was extracted along with the entire system. There are no complaints on the ra lead and device. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.